Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no: 367988, batch no: 9151829. It was reported that there was insufficient sample collection.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no: 367988 batch no: 9151829 it was reported that there was insufficient sample collection.